Event description:
During a routine follow-up, intermittent undersensing, loss of capture and high lead impedance was observed. Upon inspection of the lead, the insulation of the pace sense area appeared damaged.